Event description:
Hurts, vagina [vulvovaginal pain]. Pulling tampon string and scraping my privates- vagina [vulvovaginal injury] tampons are in the tube upside down- tampax pearl [device physical property issue] when I go to pull it out, it hurts. Pulling the tampon string and scraping privates [complication of device removal]. Case narrative: consumer reported via email that the tampons are in the tube upside down. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
There is insufficient information to perform an investigation

Event description:
Hurts - vagina [vulvovaginal pain] . Pulling tampon string and scraping my privates- vagina [vulvovaginal injury] . Tampons are in the tube upside down- tampax pearl [device physical property issue] . When I go to pull it out, it hurts... Pulling the tampon string and scraping privates .[complication of device removal] . Case narrative: consumer reported via email that the tampons are in the tube upside down. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Hurts, vagina [vulvovaginal pain]. Pulling tampon string and scraping my privates, vagina [vulvovaginal injury]. Tampons are in the tube upside down, tampax pearl [device physical property issue]. When I go to pull it out, it hurts. Pulling the tampon string and scraping privates [complication of device removal]. Case narrative: consumer reported via email that the tampons are in the tube upside down. No serious injury was reported.